Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #'s 3005099803-2011-03898 and 3005099803-2011-03899 address these devices. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat a bleed within the rectum during a colonoscopy with polypectomy procedure on (B)(6) 2011. According to the complainant, post-polypectomy, a resolution clip (manufacturer report # 3005099803-2011-03899) was positioned within the patient's rectum, and opened for placement onto the patient's tissue. However, the clip would not close. A second resolution clip (manufacturer report # 3005099803-2011-03898) was subsequently used, but the same issue recurred; the clip failed to close. In both cases, the complainant reported that the clip "did not deploy from the catheter." Both devices were removed from the patient intact and without issue; however, the attached clips were withdrawn in the open position. A third resolution clip device was used to complete the procedure. Reportedly, the scope was not in a retroflex position during the case. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine post procedure. It is unknown whether the complainant contends that the clips were fully deployed and failed to release from the catheter. Therefore, this event has been deemed MDR reportable. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of clip failed to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.